Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The subject device was returned to olympus on mar 12, 2024, under a related event (patient identifier c24088389) where inspection confirmed image loss due to a locking lever failure. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was advised to send the unit in for evaluation, however the device was not returned. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during an unspecified procedure, a loud pop was heard from the video system center then there was no image. There were no reports of patient harm. Troubleshooting was performed via phone support and the no image could not be duplicated. Upon visual inspection of unit, they could find no obvious damage in the socket and there was no strange odor.